Event description:
It was reported that the atrial lead exhibited oversensing and loss of capture. The atrial sensitivity was decreased, and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.